Event description:
A consumer reported that, because of a nail trauma he suffered, a cataract developed requiring in intraocular lens (iol) implant surgery, performed 11 years ago. The consumer reported that, recently, he sees a bubble and has a possible mild decrease in vision. He reported use of contact lenses and is being seen by another surgeon (not the implanting surgeon). The consumer does not remember the name of the implanting surgeon. In f/u, the consumer further reported the surgeon told him the lens is dislocated and he has an eye infection. The consumer also stated the surgeon told him the dislocation "has been probably that way since it was put in years ago." The consumer reported receiving prescription for glasses and no add'l treatment or surgery was needed. Add'l info has been requested from the current surgeon.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, by phone, fax, and mail. Add'l info was received on (B)(4) 2011 by phone. A completed questionnaire has not been received. (B)(4).